Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on may 27, 2020. According to the complainant, during scope cleaning, the brush head was detached and was left inside the scope (3005099803-2020-02465). Reportedly, during a colonoscopy procedure, the detached brush head was discovered in the working channel (3005099803-2020-02466). There were no patient complications reported as a result of this event.